Event description:
It was reported that during a left knee arthroscopy metal shavings were found in the surgery site. The procedure was delayed while a "washout" was performed to clean the site. The shavings were removed. The procedure was completed, and there was no pt injury.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition with no metal pitting or noticeable missing metal. The teeth of the shaver were not dull or missing any metal. The device was subjected to a drop test and spin test, showing no rubbing. The device was run on a generator for five minutes, and at no time produced shavings or any sounds of grinding or rubbing. The device history record was reviewed and no discrepancies were noted. The instructions for use state "excessive "side-loading" on the blade during use... May result in wear and degradation of the inner blade."